Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient(pt) was getting poor communication when trying to connect with ins. Pt mentioned they have tried changing batteries in programmer twice. Pt stated they have tried connecting with ins both with the antenna and without and is getting poor communication both ways. Reviewed eos considerations. Pt stated they are not sure if their ins is on anymore and stated they went to get a massage today and that's when pt thought to check their ins therapy level. Pt stated they are not feeling stimulation as strong anymore and stated they haven't always felt stimulation and stated once in a while they could feel stimulation in their toe. Pt stated they think sometimes they are still feeling stimulation in their toe, but stated they are not feeling stimulation as strong. Pt provided event date as "in the past month or two". Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Redirected to hcp to check ins status.